Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 40s mg/dl and the cause was not known. Glucose tablets and carbohydrates were consumed to address low bg. Paramedics were called and was administered intravenous sugar. The customer experienced a seizure. The customer did not seek medical treatment for the seizure. As the event occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.